Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-04 h6: investigation summary a device history review was conducted for lot number 9347635. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was submitted by the facility for evaluation and testing. Results from functional testing were not able to identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events. See h.10.

Event description:
It was reported that 10 intima-ii y 20gax1.16in prn/ec slm had foreign matter during use. The following was reported by the initial reporter: "in the process of surgical puncture in the operating room, the nurse found that the product did not remove fluid after puncture, and there was a flocculent object in the tube after extraction".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 intima-ii y 20gax1.16in prn/ec slm had foreign matter during use. The following was reported by the initial reporter: "in the process of surgical puncture in the operating room, the nurse found that the product did not remove fluid after puncture, and there was a flocculent object in the tube after extraction".